Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024 , the patient developed itching, inflammation, redness, bumps (abscess) at the needle puncture site and the infection spread beyond the patch perimeter. The patient had intermittent stinging sensation under the wearable area. On (B)(6) 2024 , follow up contact was made with the patient and the patient confirmed that they went to the urgent care clinic on (B)(6) 2024 at 1:00 pm. In the urgent care, the doctor performed an incision and drainage to relieve the abscess. The doctor applied an unspecified topical cream to the incision site and a bandage and discharged the patient home on the same day. At the time of the follow up contact, the wound had already healed, and the patient was in a stable condition. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
(B)(4). G3 date received by mfg - correction to the date in the initial MDR, should be 07/01/2024.

Event description:
Subsequent to the initial MDR, a correction is required.